Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning (anatomy) appears to be related to procedural conditions (clip caught in chordae, leaflet stuck between shaft and gripper). A cause for the reported difficult to open or close (gripper actuation - single) could not be conclusively determined. It is possible that procedural conditions, such as interaction with anatomy resulting in increased tension in the system, contributed to the reported event. However, this cannot be confirmed. The reported positioning failure (leaflet grasping) appears to be a cascading event of difficult gripper actuation. The poor imaging appears to be related to procedural conditions (poor image quality) per case details. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and an enlarged atrium. It was noted imaging was challenging throughout the procedure. An xtw clip (40307r1025) was inserted, and grasping was performed. However, grasping was noted to be difficult. The clip was becoming caught in chordae and the anterior leaflet was stuck between the shaft and the gripper. Troubleshooting was performed, but it was then observed the anterior gripper was no longer working. The clip was able to be removed from the leaflets and was removed from the anatomy. Another xtw clip (40129r1066) was inserted. However, this clip also became caught on the anterior leaflet. Troubleshooting was performed, but the clip was unable to be removed from the leaflet, resulting in a clinically significant delay in the procedure. The clip had to be deployed only on the anterior leaflet. To remove the clip, surgical intervention was performed. During removal of the clip, the physician stated anterior leaflet was perforated in multiple places.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.